Event description:
It was reported that the patient was seen for bronchial infection and was stabilized. An ICD was implanted. It is not known if infection occurred before or after ICD implant. The device began to deliver multiple shocks. Reprogramming the device was unsuccessful and the device continued to shock the patient. After several days of continual shocks, the patient went into cardiac arrest. After the patient was resuscitated and stabilized it was determined the patient's

Manufacturer narrative:
All information provided by manufacturer and maude report number (B)(4). Overall prognosis deteriorated due to multisystem failure. ICD was turned off and the patient expired.